Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial/ batch: (B)(6).

Event description:
It was reported that patient developed an infection at the ipg site. Patient was prescribed doxycycline as a precaution. Patient had a visit from home health where they found his incision to be full of pus. Patient was prescribed augmentin. The infection was believed to be not device or procedure related. It was mentioned that the patient has poor hygiene. The patient underwent explant procedure, and the patient is doing well post op. The explanted device components were not released by the facility and will not be returned.

Event description:
It was reported that patient developed an infection at the ipg site. Patient was prescribed doxycycline as a precaution. Patient had a visit from home health where they found his incision to be full of pus. Patient was prescribed augmentin. The infection was believed to be not device or procedure related. It was mentioned that the patient has poor hygiene. The patient underwent explant procedure, and the patient is doing well post op. The explanted device components were not released by the facility and will not be returned.